Manufacturer narrative:
(B)(6). The device was manufactured between: 10oct2016 and 12oct2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Since functional flow rate test could not be performed; the issue could not be objectively confirmed nor refuted through sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an under infusion while connected to a large volume infusor. The device was filled with 9000 mg of piperacillin/tazobactam diluted in 240 ml of buffered sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.